Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device displayed invalid data in the diagnostics screen during an interrogation which occurred after an ablation procedure. The device remains in use. No patient complications have been reported as a result of this event.